Event description:
It was reported that the patient underwent a spinal procedure using posterior fixation at l3-l5. The patient complained of pain in the lower back after the surgery. It was found that the right side screw at l5 backed out. The revision surgery was performed to replace the screw approximately two days post op.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.